Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient went into atrial fibrillation (af) after shock delivery during defibrillation threshold (dft) testing. The local field representative contacted boston scientific technical services (ts) and inquired if shock therapy is r-wave synchronous. Ts discussed shock synchronization. No adverse patient effects were reported. This product remains in service.